Event description:
It was reported that, during an arthroscopy, all parts of the retrograde drill were detached when the surgeon drilled at the tibial side. The procedure was resumed, with a non-significant delay, using a similar sn back-up. No further complications were reported.

Manufacturer narrative:
H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The outer tube and distal shaft have been disconnected from the proximal shaft. The outer tube has been compressed and deformed on its proximal end and the distal shaft which houses the blade is deformed. The blade is disconnected from the distal shaft. The depth tube is disconnected from the outer tube a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.